Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4). Device investigation took place on (B)(4) MDR# 3030677-2023-02750.

Event description:
It has been reported to philips that the device will not power on.